Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the latch was broken off of the media bay door, both latch tabs were broken off of the power cord bay door, the upper and lower cases were broken, the paper guide was broken off of the printer drawer and during its first power-up the fans came on but there was no display and the device did not recognize the universal serial bus drive. It was further noted that the programmer was to be scrapped. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.